Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 120 mg/dl and the sensor glucose level was 63 mg/dl and 50 mg/dl at the time of the incident. The customer¿s mother reported in the night calibrated, but soon after the blood glucose started to differ and the insulin delivery was suspended. The customer¿s current blood glucose level was 144 mg/dl. The customer did troubleshoot the issues. The sensor will not be returned for analysis.